Manufacturer narrative:
(B)(4). Batch # p9aa61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaws. Additionally, the anti back-up was noted nonfunctional. The instrument was disassembled and upon disassembly, the advancer was observed to be bent, and the ratchet pawl was found damaged, causing the anti-backup failure. Nine clips were found inside clip track. No conclusion could be reached regarding what caused the ratchet pawl to become damaged. The event reported was confirmed and it is related an improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the damaged on the ratchet pawl, the instructions for use do contain the following: "caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. A clip will not be loaded in the jaws until the trigger is squeezed again." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the el5ml did not fire. There was no patient harm. No further information is available.